Event description:
This lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2013 due to lead that had low impedance measurement of less than 200 ohms when programmed to bipolar . The physician was dr. (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).